Event description:
Procedure: low anterior resection. According to the report: the surgeon inserted the initial eea 28 instrument into the pt, and noticed there was reasonable tension once the anus was passed; the surgeon continued on with the insertion until the eea reached the point of anastomosis. The surgeon mated the anvil, closed it down onto the device, and removed the safety and fired once he saw green. When the device was removed, two complete donuts were seen, but the anastomosis did not pass the air leak test. The surgeon then passed his hands along the staple line and noticed there was a linear tear in the tissue just distal to the anastomosis; the surgeon then discovered that the tension he felt when inserting the eea was actually a stricture and that he tore while inserting the eea (the surgeon credits this leak to his not recognizing the stricture). The surgeon then resected out the staple line to begin a new circular anastomosis. The resident inserted a second, new eea 28 into the pt until reaching the new point of anastomosis, mated the anvil, closed it down onto the device.

Manufacturer narrative:
Date initial report sent: 11/09/2009.